Event description:
On behalf of the customer, conmed canada received notice of reported issues with the trs100sb2, tissue retrieval system, lot 202104014, recently experienced by dr. (B)(6) hospital, saskatchewan on 19june2021. Information received was that they could not close the instrument, sharp end stuck out from bag. Pictures provided indicate a metal prong stuck out from bag while in use during an appendectomy on 19june2021. It is noted there was no impact or injury to the patient and the procedure was successfully completed. Additional information received notes the procedure was a laparoscopic appendectomy, and the tissue retrieval system device was being used with a 10mm hussan trocar. There was no resistance in opening/deploying the bag and nothing unusual or of special concern noted regarding the patient¿s anatomy. No part of the trs100sb2 fell/broke off. The procedure was successfully completed using the same device in question with no other reported issues. This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The investigation of the customer's reported event finds it to be confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. The image exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame 480,387 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that the range of anchor tissue retrieval system by conmed are contraindicated when, in the judgement of the doctor or physicians, the use of such a system would not be in the best interest of the patient. Care should be taken when using sharp and electrosurgical devices. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed (B)(4) received notice of reported issues with the trs100sb2, tissue retrieval system, lot 202104014, recently experienced by dr. (B)(6) of (B)(6) hospital, (B)(6) on (B)(6) 2021. Information received was that they could not close the instrument, sharp end stuck out from bag. Pictures provided indicate a metal prong stuck out from bag while in use during an appendectomy on (B)(6) 2021. It is noted there was no impact or injury to the patient and the procedure was successfully completed. Additional information received notes the procedure was a laparoscopic appendectomy, and the tissue retrieval system device was being used with a 10mm hussan trocar. There was no resistance in opening/deploying the bag and nothing unusual or of special concern noted regarding the patient¿s anatomy. No part of the trs100sb2 fell/broke off. The procedure was successfully completed using the same device in question with no other reported issues. This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on aug 6, 2021 due to a system error. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.